Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. If additional information is obtained, this report will be updated. This supplemental report is being filed to correct the describe event or problem and manufacturer narrative.

Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection. There were no additional adverse patient effects reported. The rv lead remains in service. It was reported when the patient called to discuss his current device system and mentioned that he had an infection with his previous device system. It was not specified which device system the patient was referring to, therefore we are performing further investigation in attempts to obtain additional information. The patients current device system remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection. There were no additional adverse patient effects reported. The rv lead remains in service.